Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cables had seating issue. A field service engineer reseated all row board cakes and reseated all cables behind the drawer. Fse performed hardware application test and customer performed recovery and inventory. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple cubies were kept failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.